Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Review of the available AED reports identified no shock-advised determinations and no active error conditions in the logs. Device evaluation, including self-tests, shocking tests, analysis tests, and internal inspection, found no faults, the reported shock-advised prompt and "maintenance required" message could not be substantiated. The complaint will be closed as unsubstantiated as the available evidence does not support the customer's report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.